Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported when responding to the inquiry for the circumstances that led to the ins not working after flying to the (B)(6) that they did not turn the device off going through security. The patient noted when asked if they had to catheterize prior to being implanted that ¿yes¿ they did have to catheterize. When asked what steps were taken to resolve the ins not working after flying to the (B)(6) and the having to go back to cathing that they changed the (programmer) batteries and adjusted the settings. The patient replied to the inquiry about the circumstances that led to the changing the batteries in the programmer twice that they felt the batteries were affected during security and that they would probably check them in their luggage the next time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient flew to the (B)(6) two saturdays prior to the call and when they got there, they felt like their ins was not working. The patient noted they had to go back to "cathing" while they were on vacation and they tried increasing stimulation but it didn¿t help. The patient reported changing the batteries in their programmer twice. The patient noted their symptoms were finally starting to get better when they got home wednesday or thursday. The patient turned stimulation back down now that they were home and doing better. The patient was re-directed to follow up with their health care physician (hcp) to check the implant and possibly adjust settings if needed. The patient reported having an appointment with their hcp on the day of the call but noted they would probably cancel it because they thought the stim was doing better. The patient also noted they didn¿t turn their ins off before going through security while airport security guidelines were being reviewed with the patient. There were no further complications reported/anticipated.